Event description:
It was reported that vt/vf episode due to noise was observed. After explant procedure externalized conductors were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasions at 7cm from the connector pin, consistent with friction to the ICD can. The reported noise problem could occur when the visible sensing coil made contact with the ICD can. External abrasions were noted at 53.5cm to 55cm and 57cm to 57.5cm from the connector pin. Internal abrasion was found at 31.5cm to 33cm from the connector pin.